Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. Customer also reported that there is fluid in the battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with unresponsive blank screen due to moisture damage on the motor and electronic assembly. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest due to unresponsive keypad. Critical pump error (open book image) unknown due to blank unresponsive screen.